Event description:
This device was used during a sca event. The user reported that the device issued a "child pt prompt" when an adult pad-pak was installed. Therapy was successfully delivered to the adult pt.